Event description:
The patient had trouble lining up the dots correctly. Once the patient was able to line up the dots, the driveline was connected.

Manufacturer narrative:
Section d1: brand name was corrected. Section d4: UDI, model number, lot number, and expiration date was corrected. Manufacturer¿s investigation conclusion: the reported event of difficulty engaging the modular cable was not able to be confirmed. The patient remains ongoing on the heartmate 3 modular cable, lot number 8941025. No product available for evaluation. The relevant sections of the device history records for the modular cable, lot number 8941025 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook are currently available. Section 2, "system operations" states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 6 ¿patient care and management (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). The patient handbook warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." The patient handbook warns ¿do not disconnect the modular in-line connector or the pump will stop.¿ in addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for evaluation concerning a backup battery fault alarm. The patient was asymptomatic, but they were anxious due to the alarm, and performed a system controller exchange at home before contacting an on-call coordinator. The patient had trouble getting the driveline inserted into the port. It was estimated that a couple minutes passed before the patient was able to insert the driveline into the new system controller. There were no further alarms after the system controller exchange. The log files submitted for the new primary system controller in use confirmed that were no unusual alarms recorded after the controller exchange. The mechanical circulatory equipment was operating as intended. Related manufacturer reference number: 2916596-2024-00304.